Event description:
Epidural catheter placed in laboring pt. Less than 4 hours later, while pt still in labor rn turned pt to side and noted that catheter had broken in 2 pieces - one segment still in pt's back. Able to completely remove catheter.